Event description:
The pt reportedly had an infection (unk etilogy). The pt's c1 device was explanted. In january 2005, the pt was implanted on the contralateral side with another advanced bionics cochlear implant.